Event description:
A customer reported a tandem mobi cartridge alarm while the pump was in use. There was no adverse impact to the customer's blood glucose level. To address the issue, customer removed the cartridge and delivered a bolus successfully, but was unable to reload the original cartridge. With assistance from technical support, customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.